Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. The balloon did not inflate due to leakage from the proximal windings. Closer examination found that the catheter body under the proximal windings was broken off at 1.8 cm from the catheter tip. Cross surface of the broken catheter appeared to be uneven and rough. No visible damage to the balloon or windings was observed. Balloon inflation test was performed using lab syringe with 1.7 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon did not inflate during use. There were no patient complications reported. Patient demographic information requested but unavailable.